Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips were not loading properly into the jaws of the applier. One clip would load but the one behind it would not load properly. There was no reported patient injury

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73b1800287 was manufactured on 02/19/2018 a total of (B)(4) pieces. Lot was released on 02/20/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the ratchet ears are intact. The first clip was able to properly load into the jaws of the device and close. The next two clips were also able to load and they were successfully attached to over-stressed surgical tubing. However, the fourth clip was unable to fire as it was jammed inside the device. It was able to eventually fire, but it was closed upon loading due to the jaws being partially closed. The other remarks: sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and s tacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the first three clips were able to fire properly. However, the fourth clip got jammed in the device. It was found that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that clips were not loading properly into the jaws of the applier. One clip would load but the one behind it would not load properly. There was no reported patient injury